Event description:
The customer reported the device is taking a long time to turn the battery led from the amber to green. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.